Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4) on (B)(4) 2020, mentor became aware that incorrect serial number for the left side was reported under psr (B)(4) on (B)(6) 2018. It has been corrected under field d4 on this form. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient of an unknown ethnicity underwent primary breast augmentation with a 600cc mentor memorygel, breast implants on both sides and was presented with right side implant rupture, and bilateral capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2018. On (B)(4) 2020, mentor became aware that incorrect serial number for the left side was reported under psr (B)(4) on (B)(6) 2018. It has been corrected under field d4 on this form. This report is for the patient¿s left-sided device.